Manufacturer narrative:
Additional information: h6 (update codes), h11. H11: the device was not returned, and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq syringe pump underinfused during infusion. The pump was programmed to infuse 1.6 ml ampicillin over 30 minutes; however, when the pump indicated that the infusion was complete, it was observed that 0.6ml remained in the syringe. The nurse hand-pushed the remainder of the medication. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
D4: unique identifier (UDI) #: the serial number (21) is unknown, therefore, the UDI number only will contain the device identifier (01). Should additional relevant information become available, a supplemental report will be submitted.